Event description:
It was reported that the vertical lift on the 7700 system needed an alignment and a lower limit switch. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system was aligned and the lower limit switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.